Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer declined to provide details for the hospitalization. The customer also reported that the infusion set got pulled and got detached and there was blood at site as well. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date reveived by MFR" provided in the intial report were incorrect. The correct dates has been provided in this report.